Event description:
The pt was implanted with a synchromed pump and catheter on 4/7/1998 for infusion of intrathecal morphine for non-malignant pain/failed back surgery syndrome. The pt was diagnosed with infection 12 months after implant and the device was explanted 1999. The device was returned to the MFR for analysis. Another pump has not been implanted. The pt's condition is resolved after treatment with antibiotics.